Event description:
It was reported that the patient stated that this inflatable penile prosthesis (ipp) was not able to successfully inflate the cylinders as he does not notice any increase or change in the length of his erection. The patient also stated that when he is deflated, he can feel the tubes. The patient services specialist discussed proper inflation/deflation techniques and suggested the patient to make an appointment with his doctor for device evaluation and additional pump training if necessary. After appointment, it was determined that no revision surgery needed, the device works well, and the patient just requires additional in-office assistance. No additional information was reported.

Manufacturer narrative:
B3 event date was not given, date used is approximated.

Event description:
It was reported that the patient stated that this inflatable penile prosthesis (ipp) was not able to successfully inflate the cylinders as he does not notice any increase or change in the length of his erection. The patient also stated that when he is deflated, he can feel the tubes. The patient services specialist discussed proper inflation/deflation techniques and suggested the patient to make an appointment with his doctor for device evaluation and additional pump training if necessary. No additional information was reported.